Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information obtained from the investigation result, the reportable event may have occurred by irregular stress applied to distal end during device handling by the user and it is most likely the reported malfunction was a result of wear and tear. However, a root cause and occurrence cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the adhesive between the distal end and the server plug-in of the duodenovideoscope is cracked and has a gap. There were no reports of patient involvement.